Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There are no other complaints in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during a filtering glaucoma shunt implantation surgery, the shunt was unable to be released from the inserter. Another shunt was used instead. There was no harm to the patient. No further information is expected.

Manufacturer narrative:
The sample was received for investigation in the following manner: the shunt was not on the delivery system (ds), the ds wire was fully depressed and it did not protrude from the cannula opening. In light of the product condition as received for investigation, it seems that the ds trigger was handled and performed its functionality. Due to the above reasoning the complaint cannot be justified. Therefore, the root cause is inconclusive - unable to verify, and no further action is required. (B)(4).